Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v331906, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v331906, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect, following implant. It was noted that repeated programming could not get the patient coverage for her back and hip. It was further reported that there was incomplete pain coverage while stimulation was turned on and that it never could capture all of the hip and back. It was noted that multiple programming sessions were not able to capture and maintain full coverage. The reporter noted that they could only get consistent stimulation in the back, but hip pain is where she really needed it. Additional information received reported that the patient¿s therapy was never able to cover all the locations that she needed it to. The patient used the stimulation about a year and then quit using it. It was noted the patient didn¿t remove it at the time because she stated the surgery was very painful. The reporter noted that the patient felt like the implantable neurostimulator (ins) warmed up periodically. When the patient turned over at night, the patient felt like it ¿got caught.¿ it was noted the location of the patient symptoms were at the ins location.